Manufacturer narrative:
Investigation results of corewire broken. Visual evaluation of the returned guidewire revealed that the corewire was broken into two separate sections. The first section of the corewire was broken at approximately 253 cm from the jag end. The second section returned was found broken at approximately 197cm from the dream end. Evidence of a mechanical cut was present which could have caused the corewire to break. Both sections have the ptfe coating peeled and accordioned. The dream and jag ends do not have the corewire tip exposed. The complaint is consistent with the returned guidewire since the ptfe coating was peeled. Additionally, the corewire was found broken into two separate sections. It is most probable that anatomical or procedural factors could have generated the failure encountered. Based on all gathered information, the most probable root cause is "operational context.¿ a DHR (device history record) review was performed and no deviation was found. A search of the complaint database confirmed that no similar complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a hydra jagwire guidewire was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the ptfe coating had peeled and split in half. No part of the guidewire detached inside the patient. The procedure was completed with another hydra jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. Investigation results revealed on (B)(6) 2016 that the corewire was broken into two sections.